Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm noted during testing. The device had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error while she was asleep. Customer's blood glucose was 304 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.